Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: 5076-58 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the device recorded a non-sustained ventricular tachycardia (nsvt) episode, however, there was only biventricular pacing and it was unclear why the event was recorded. The cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.